Manufacturer narrative:
Initial.

Event description:
It was reported the ilet experienced a lapse in blood glucose readings while using a dexcom g7 continuous glucose monitor (cgm), and the dexcom g7 pairing code was entered incorrectly on the ilet during setup; the user was guided to correct the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was using an incorrect pairing code consistent with an unintended use error.